Event description:
It was reported that sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During deployment of the watchman device, the was sheath was torqued and became kinked. Upon recapture of the device, the kink worsened. Additional intervention was required to recapture the watchman device and remove the kinked sheath. The back end of the deployment knob of the device was cut to remove the sheath and exchanged for a new was sheath. The watchman device was recaptured with the use of the new was by pulling the back end of the core wire which pulled the device into the new was sheath. Ultimately the patient was successfully implanted with a watchman device and reported to have been discharged the next day without issues.